Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d4: model number, serial number: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: email address: unknown/not provided section e1: phone number: (B)(6). Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non-preloaded intraocular lens (iol) was implanted but got dislocated and the surgeon wanted to know the dimension and size between two haptics for the surgical plan. No further information is available.